Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high bg alert did not repeatedly annunciate as expected. Customer declined to upload pump data for review. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.